Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2103037: (B)(4) items manufactured and released on 06-may-2021. Expiration date: 2026-04-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 year 2 months after the primary, the patient came in reporting knee instability and the cause of the instability is unknown. The surgeon revised the liner (11 to 17 mm) and the surgery was completed successfully.